Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker adjusted the device's screws to resolve the reported issue. Stryker determined loose screws were the cause of the reported issue.

Event description:
The customer contacted stryker to report that they could not insert the battery into their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.